Event description:
It was reported that the patient experienced trauma to the face while at work. It is reported that the patient experienced pain, surgical intervention, infection and swelling as a result of the event. The implant was removed at tooth location #30. The patient is reported to be a smoker.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: event: it was reported that the patient experienced trauma to the face while at work. It is reported that the patient experienced pain, surgical intervention, infection and swelling as a result of the event. The implant was removed at tooth location #30. The patient is reported to be a smoker. Expiration date: 01 dec 2018. Date received by manufacture: 04 june 2019. Type of report: follow up. Type of reportable event: serious injury. If follow-up what type: additional information, device evaluation. Device evaluated by manufacturer: yes, evaluation summary attached. Device manufacture date: 16 dec 2013. Evaluation codes: method, results, conclusion. Manufacturer narrative. The reported device was received with a locator abutment threaded into the drive feature. Visual inspection of the returned product identified minor signs of usage around the external threads and the collar. There were noticeable nicks around the abutment. The implant had presence of bone residue around the external threads. The implant was removed due to trauma. No radiographs or photographs of the implant sites were available. Visual inspection of the osteotomy could not be performed. Visual and dimensional comparison of the engineering drawing with the implant verified that the design was consistent. The device did not malfunction. The event was not confirmed. A device history record (DHR) review was completed for the reported device lot. No manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event were noted in the DHR. It was confirmed that all operations and inspections were executed as per applicable procedure. Based on the available information, the product was within specifications and conforming when it left zimmer biomet. A complaint history review for the reported device lot concluded that there are o other reported complaints with similar incidents to date. A definitive root cause for the reported condition could not be determined. The most likely root cause, based on the investigation, is patient factor due to accident or injury. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). Occupation: clinician. Additional 510k numbers k011028, k013227. The following information is unknown at the time of this report: date of birth not provided. Weight: not provided. Ethnicity: not provided. Initial reporter: reporter last name not provided. Manufacture date: unknown. The reported device has been received. Investigation has not yet begun. Once investigation has been completed a follow up medwatch report will be submitted.

Event description:
It was reported that the patient experienced trauma to the face while at work. It is reported that the patient experienced pain, surgical intervention, infection and swelling as a result of the event. The implant was removed at tooth location #30. The patient is reported to be a smoker.